Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized for pneumonia. While in the hospital, it was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited unstable thresholds. Intermittent pacing failure was also noted. Reprogramming was done to vvi pacing only and thresholds were changed to maximum output for both the leads. One day post reprogramming, patient was noted to be in ventricular fibrillation (vf). Patient¿s family members declined any further treatment, declining the option to replace the leads. Patient was reported to have died the following day. It was reported by the physician that patient¿s death was caused by heart failure.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.